Event description:
The customer observed falsely elevated potassium results generated on the architect c16000 processing module for multiple samples. The following results were provided: (customer provided reference range 3.5-5.5 mmol/l). A: initial result was 9.46 mmol/l, repeat result was 4.23 mmol/l. B: initial result was 8.53 mmol/l, repeat result was 4.12 mmol/l. C: initial result was 8.83 mmol/l, repeat result was 3.64 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c16000 processing module and determined that a 3rd party tp reagent was causing carry over contamination and impacting the potassium assay. The fsr resolved the issue by configuring a smart wash to prevent carry over. No additional discrepant result issues have been reported since the service activity was completed. The architect c16000 processing module, was identified as the likely cause of the issue. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(6) .there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier complete information: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated potassium results generated on the architect c16000 processing module for multiple samples. The following results were provided: (customer provided reference range 3.5-5.5 mmol/l). A: initial result was 9.46 mmol/l, repeat result was 4.23 mmol/l. B: initial result was 8.53 mmol/l, repeat result was 4.12 mmol/l. C: initial result was 8.83 mmol/l, repeat result was 3.64 mmol/l. No impact to patient management was reported.